Event description:
It was reported that (2) tct75 were used during a unknown procedure. It was reported by the affiliate that the instrument blocked and unable to fire the instrument with original reload. It is unknown how the case was completed. There was no adverse pt outcome.